Manufacturer narrative:
The complete lead was returned to boston scientific's (B)(4) laboratory. Visual observations noted a nick in the polyurethane tubing around 20 centimeters (cm) from the pin. This nick could have been from the removal of the suture sleeve as several cuts were noted in suture sleeve. Dried blood was also noted in lumen around nick location and toward the terminal. Further the lead was tested and passed these electrical integrity tests. The field allegation could not be confirmed through analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient had present to an undefined surgical procedure. Upon admit, the patient was noted to have a slow heart rate. Interrogation was performed on this right ventricular (rv) lead had a loss of capture and an increase in thresholds. An x-ray was performed in which it appears this lead had slightly dislodged. As a result, the physician elected to explant this lead and a new lead was successfully implanted. No adverse patient effects were reported.